Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported they were having difficulty charging the implant. Caller stated they saw an error message (can not continue call mdt) but the details of the message were asked/unknown. Agent did not ask about the circumstances that led to the reported issue. Patient services (ps) walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 60 percent and implant is red/low. Caller confirmed no physical damage on recharger cord, pins. Caller then connected recharger and confirmed charging excellent. Ps reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. No patient symptoms were reported. Pt noted they had trouble charging their implant a couple months ago to do troubleshooting but it was still not acting right. When pt went to charge their ins the charging duration took longer and the controller battery would drain before it would fully charge the implant battery. Pt noted they constantly lose connection when attempting to charge the implant and the recharger disc overheats for it got hot against the skin.

Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna failed with a "no device found" message. The recharge antenna failed the rms voltage at the h field probe test, and the recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.